Event description:
It was reported that the customer's insulin pump is alarming motor error, is stuck in rewind/bolus delivery loop and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted. Unit had missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.